Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uea9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's therapy was turning off by itself. The patient noticed symptom return of urinary symptoms on the morning of (B)(6) 2015. This was due to a sudden change in therapy. The patient went to use their patient programmer and tried increasing stimulation, then realized the implantable neurostimulator (ins) was turned off. The icon of the ins showed that it was turned off and the patient did not turn the ins off. This occurred only 1 time. The patient went to the grocery store and went through a security gate or theft detector. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.